Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient's battery would not power on the monitor. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery pack faults) was confirmed. Upon investigation the battery was unable to recharge or power up a monitor. The cause for the failure was isolated to mismatched voltage of the battery tri-cells (4.186v, 3.816v and 4.126v). The root cause for the mismatched tri-cells could not be positively identified. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.